Event description:
It was reported that the ventilator's turbine module failed. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check (puc). Identification of issue has been done by analyzing problem description and device's logs. There was no patient involvement. Based on technician statement, the turbine was found to be defective and replaced to resolve the issue. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported based on available information as defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The claimed part was not available for further analyze. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The correction of field #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/04/2020 corrected manufacture date: 09/01/2020 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4)